Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced loss of stimulation. Diagnostics indicated multiple high impedance values. Reprogramming was performed to no avail. Surgical intervention may be undertaken as the next course of action.

Event description:
Additional information identified the patient's entire scs system was removed.